Manufacturer narrative:
(B)(4). The customer reported that the unit failed to power up on battery power. There was no report of pt involvement. The unit was evaluated by phillips and the failure was verified. Replacement of the processor pca resolved the failure to power up. The unit passed all post-servicing testing and remains at the customer site.

Event description:
The customer reported that the unit failed to power up on battery power. There was no report of pt involvement.